Manufacturer narrative:
(B)(4).

Event description:
The customer reported while running controls on the beckman coulter act diff 2 instrument, the rbc and wbc baths overflowed, spilling a mixture of blood and diluent onto the counter. The operator was wearing goggles, gloves, and a gown when the overflow occurred and indicated she did not come into contact with the fluid. There was no death, injury or change to patient treatment and no one sought medical attention. The operator is not certain if the satellite facility has an exposure control or risk management plan in place, but confirmed the parent facility does. They did not review msds. There was no report of any patient samples or results being affected by the bath overflow. The field service engineer (fse) replaced the waste pump and waste filter. Based on information provided the root cause can be attributed to the malfunctioning waste pump. Beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.